Event description:
It was reported that the ilet user experienced high glucose after the sensor stopped working, the system was not dosing, and the user administered subcutaneous insulin by pen without disconnecting from the ilet; the user was instructed to disconnect from the pump for at least two hours after using outside insulin. Symptoms included hyperglycemia peaking at 274 mg/dl. Outcomes included the need for troubleshooting and education. Investigation included review of device performance and user-reported blood glucose information. Investigation of this case revealed user technique/use of external insulin while connected to the pump during a period of no automated dosing due to sensor failure, consistent with use error and therapy management outside instructions. It was concluded, based on previously established findings for similar reports, that the cause was user error related to concomitant external insulin use while connected and sensor unavailability.